Event description:
It was reported that the device was used in gastrectomy and all staple lines bled to the point of transfusing the patient. The surgery was delayed by 180 minutes. Reinforced the suture lines with a manual suture. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025 d4: batch # unk investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a body cavity on a screen with significant bleeding, however the staple line could not be seen. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a97896, and no non-conformances were identified. Additional information: there is bleeding, but very difficult to make out any staples to make comment on staple form etc. Frankly very difficult to anatomically identify the organ as stomach. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.